Manufacturer narrative:
Date of event: event occurred on an unknown date in 2019. Additional product codes: hrs, hwc. (B)(4). Device evaluated by MFR, manufacture date, event problem and evaluation codes: device history lot: part: 02.124.412, lot: l824012, manufacturing site: (B)(4), release to warehouse date: 20.mar.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate (B)(4) was reviewed and the used material was according to specification for implants for surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of plate and screws on (B)(6) 2019, due to broken variable angle (va) locking compression plate (lcp) curved condylar right side at the 6th and 7th hole of the shaft of the plate. The patient has an original implant of nine (9) unknown locking screws and two (2) unknown cortex screws on (B)(6) 2019. The patient had been walking on it against the surgeons direction, and a partial weight bearing plate broke. All the implants were removed successfully and the patient was repaired with intramedullary retrograde antegrade femoral nail successfully. There was no surgical delay. Procedure was successfully completed. Patient outcome is unknown. Concomitant devices reported: unk - screws: locking (part# unknown; lot# unknown; quantity 9). Unk - screws: cortex (part# unknown; lot# unknown; quantity 2). This report is for one (1) 4.5mm va-lcp curved condylar plate/12 hole/266mm/right. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Investigation summary - product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.